Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker customer quality engineer reviewed device electronic records and verified that the device shows unexpected loss of power at multiple instances. However, there was no error code found during the date of the event that was reported with this complaint. The available key log files (not associated with the reported event date) were reviewed. The reported issue could not be verified and root cause could not be determined.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.